Event description:
The customer contacted philips healthcare to report that upon starting up the mrx, there was a red x and a "cannot shock/release" fault. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4).